Manufacturer narrative:
Patient weight and ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable as the cartridge is not an implantable device. Date explanted: not applicable as the cartridge is not an implantable device. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The cartridge tip and cartridge could be observed to be cracked. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. No iol was received. Complaint issue "cartridge crack" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 intraocular lens (iol) came out of the side of the cartridge when surgeon went to advance the lens and there was patient contact. Another lens with the same model and diopter size was implanted into the patient¿s ocular dexter (right eye). The reported issue was not related to use error and there was no medical intervention and no surgical intervention. Account attributed the event to faulty lens cartridge. Product investigation results report cartridge tip was cracked.